Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) touch screen was frozen. It is still unknown if there is patient involvement associated with this event.

Manufacturer narrative:
(B)(4). The customer reported that they were able to duplicate the reported issue in their facility. They disassembled the suspect user interface module (uim) but no issue was identified. The internal battery of the uim was replaced as precaution and the customer was unable to duplicate the frozen screen after reassembling the uim. The customer stated that he returned the device but there are no records that the suspect components were ever received, so no further investigation could be performed and no root cause could be determined.

Event description:
Additional information was reported by the customer that the unit was in use with a patient at the time of the reported issue. No information regarding patient harm or injury was provided though.